Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
Between 2006 and 2008 a total of 19 men and 50 women underwent tea (total elbow arthroplasty) surgery. 3 (4%) of the patients experienced fractures. One of the ulnar fractures was identified peri-operatively and was treated with cerclage wire, with subsequent satisfactory union. The other was noted post operatively and was managed conservatively and healed unremarkably. One of the humeral fractures involved the medial epicondyle and was fixed with a kirshner wire and healed satisfactorily. Article citation: bone joint j 2015; 97-b:681-8. According to dr. (B)(6) the results of this article are only based on the latitude system and not latitude ev. Dr. (B)(6) stated that all cases were asymptomatic and no cases were revised because of the rh.